Event description:
Revision of shoulder components due to the humeral head disassociating from the humeral tray. Pt had reported discomfort and a clunking noise.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices have not yet returned for evaluation.